Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1tkes, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. The hcp reported that the patient needs an MRI. The caller reports the patient was having issues with the device. Technical services asked but the caller had no additional information about what the issue was. The caller said the physician removed ins and lead but part of the lead fractured and still remains in the patient.